Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the main keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the customer's device had logged a potentially critical event code which could possibly indicate an issue with the device's AED functionality. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The removed main keypad assembly was further evaluated in the failure analysis center.  It was observed that the shock button was worn which caused intermittent shock delivery.